Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.3 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and presented in clinic. Upon interrogation, it was noted that the atrial lead was neither capturing nor sensing the atrium due to possible dislodgment. The device was reprogrammed temporarily. Through imaging, dislodgment was confirmed and on (B)(6) 2020 the lead was repositioned. However, a few days later the lead dislodged again and it was noted that the lead tip was damaged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.